Event description:
The end-user fell on the knee scooter. They were getting out of the bathroom, at work, and going around the corner. The stopper under the handle bar broke and she fell. She fractured her foot. They are doing an MRI.